Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; device failed one incoming functional test, however the device was re-ran ten times on functional test and all passed. Bench test was performed and no anomalies were observed. (B)(4).

Event description:
It was reported the device was not working. No further detail available. The device was returned for repair. No patient complications have been reported as a result of this event.